Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead a clinical file from the reported event was provided. A review of the clinical data indicated that the shock advised prompt result was due to the CPR compressions being performed on the patient. The device operated as designed and within the limitations of the available technology. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.